Event description:
Info received indicates the casters would slightly swivel when locked into brake and force was applied to the stretcher.

Manufacturer narrative:
The tech found the brake casters were worn and the stretcher had the old style linkage. The tech replaced the four casters and installed a brake/steer upgrade to repair the stretcher.